Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 800 to 1200 ohms, loss of capture at high outputs, low intrinsic measurements and high pacing impedances from 4.5 volts at 1.5 milliseconds. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.